Event description:
It was reported to philips that a mechanical movement failure occurred due to an ipc communication issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the ipc can card and restored the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).